Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and the set screw marks were in the correct location on the terminal pin. Gouge marks were noted in the terminal pin. The helix was extended and dried body fluids and tissue were noted in the helix housing. Cuts were noted in insulation which could be likely due to explant damage. The silicone insulation was abraded 107-109mm from the terminal pin. Measurements throughout these tests were within normal limits. Testing was completed to assess lead electrical performance and inner insulation integrity.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high thresholds and low sensing. The patient was not dependent on this system. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high thresholds and low sensing. The patient was not dependent on this system. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected return for analysis.